Event description:
It was reported that the second trigger on the universal modular electric/battery double trigger handpiece does not return to original position after being pulled, and the motor keeps turning. It was reported that surgery time was extended by an unspecified amount of time. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.